Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an error 4 message issue with the one touch verio iq meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint were evaluated and er4 was observed with control solution testing and more test strips also existed in the vial than the 25 test strips expected. The meter was evaluated with control solution and no error message was observed, the meter was found to function properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 (submission 12/28/2012)-correction:previous follow-up report indicated an evaluation result code=209 for the returned meter. Correct evaluation result code should be=637 with an evaluation conclusion code=72. Investigation confirmed the alleged error message in the meter's error log; however, the error message was not reproducible during testing. The cause of the event is unknown.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.